Event description:
It was reported that there was a connection issue between the supply bag and supply line of a homechoice disposable set with cassette. The connection issue was further described as, ¿supply bag connections did not perform properly¿ and ¿solution connection point was not completely whole. The union was not complete¿. This occurred while priming for peritoneal dialysis (pd) therapy. Renal therapy services assisted the patient with restarting therapy with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.